Manufacturer narrative:
Faulty aspiration and dispense check valve caused dripping of liquid on the patient slides that may potentially lead in weak or inconsistent staining. No erroneous staining result was reported by the customer. No patient or user harm was indicated.

Event description:
The customer reported dripping liquid from the probe during the staining procedure. The affected patient slides were repeated by manual staining. The service field replaced the aspiration and dispense check valve. The instrument is fully operational and performs as intended. There was no delay in diagnosis.